Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Motor error alarm during the basic occlusion test due to faulty forced sensor resistor. Unable to confirm excessive no delivery alarm due to motor error alarm. Pump received with stripped battery cap coin slot (p) noted.

Event description:
It was reported that insulin pump had unexplained no delivery alarms also wear and tear on the battery cap. Customer's blood glucose value was unknown at the time of the incident. The device will not be return for analysis.